Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the patient died on (B)(6) 2015. She was dependent to her ICD and the leads were reportedly malfunctioning. She felt at home on (B)(6) 2015 and she was sent to the emergency but they didn't check the device and let her go home after a scanner of her head. According to the physician, either the leads were broken before her fall, or the leads were damaged (atrial and right ventricular leads) during her fall and then they broke two days after. The subject ICD will be returned for analysis.

Event description:
Reportedly, the patient died on (B)(6) 2015. She was dependent to her ICD and the leads were reportedly malfunctioning. She fell at home on (B)(6) 2015 and she was sent to the emergency but they didn't check the device and let her go home after a scanner of her head. According to the physician, either the leads were broken before her fall, or the leads were damaged (atrial and right ventricular leads) during her fall and then they broke two days after. The subject ICD will be returned for analysis.

Event description:
Reportedly, the patient died on (B)(6) 2015. She was dependent to her ICD and the leads were reportedly malfunctioning. She felt at home on (B)(6) 2015 and she was sent to the emergency but they didn't check the device and let her go home after a scanner of her head. According to the physician, either the leads were broken before her fall, or the leads were damaged (atrial and right ventricular leads) during her fall and then they broke two days after. The subject ICD will be returned for analysis.